Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted: (B)(6) 2009; ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to a pocket infection approximately four months after a generator change. A temporary pacing wire was utilized while the patient received antibiotic therapy. A new ICD system was implanted five days later. No further patient complications have been reported as a result of this event.